Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery, power management board and interface board were replaced to address the issues. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the internal battery, interface board and power management board. The internal battery, interface board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to ferrite (e2) cracked. The internal battery and interface board were evaluated by the manufacturer's quality assurance laboratory and were found to operate to design specifications.